Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection noted; the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the balloon did not inflate and there was no rapid loss of abdominal pressure due to the device issue. There were no patient symptoms or complications associated with this event. The patient is alive with no injury.